Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. There were multiple back-up battery fault alarms logged on (B)(6) 2021. The site reported it appeared that this alarm correlated with the patient being placed on batteries. Per the vad coordinator, from what can be seen on vad interrogation, the patient has remained on the power module and has not been on batteries since that time. During the analysis of the log files technical services observed backup battery faults on (B)(6) 2021. The alarm was caused by backup battery circuit faults. The alarms were caused by ebb circuit faults. There was an ebb circuit fault on (B)(6) 2021. It was recommended to change out the system controller. There were no other unusual events seen within the log files. Heartmate 3 controller was exchanged at bedside. Patient tolerated the controller change well. It was reported that the patient went to the operating room on the morning of (B)(6) 2021 for rvad removal. It was noted two low voltage alarms were seen on interrogation around 9:30 am. The patient has a history of previous controller exchange for external backup battery circuit faults. The low power advisories occurred while power sources were being switched from power module to battery power. As a precaution it was recommended to check the battery and battery clip contacts for integrity & cleanliness. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted (a1151228) and downloaded (a1251855) for review. A review of the log files showed overlapping events spanning approximately 9 days (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott labs. Intermittent backup battery fault alarms were active on (B)(6) 2021 at 15:27:04 ¿ 15:34:11 due to backup battery circuit faults. The alarms activated upon disconnection of the black power cable. The alarms resolved shortly after activating and did not affect pump operation. There were no other notable alarms active in the log file. The backup battery of the system controller was inspected and a bent pin (pin #11) was found. Pin 11 is responsible for the detection of the white power cable. The pin was re-adjusted back to its initial position for testing. The controller passed all testing without issue. The root cause of the backup battery fault alarms was due to a bent pin in the backup battery; however, the cause of the pin becoming bent was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii IFU section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.